Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen and the display screen was hard to read. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/01/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2013 with the following findings: investigation revealed a discolored display screen and the display screen was hard to read. A new test screen was inserted and the display illuminated to normal contrast. No delivery issues were noted with the pump. Unrelated to the complaint, the battery compartment was found to be cracked and corrosion was noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.